Manufacturer narrative:
(B)(4)

Event description:
It was reported that auto mode switch and non-sustained rv oversensing episodes were observed leading to pseudo-pseudofusion. Programming changes were recommended. No further information available.